Manufacturer narrative:
An outside of the united states (ous) customer contacted siemens to report a discordant low result that was obtained on one patient sample on the cs-2500 instrument. Based on the review of information provided, the cause of the discordant low innovance heparin result on the cs-2500 system could not be finally identified. However, the low result could be caused by a patient specific issue. No invalid qcs measurements and no instrument flags were identified. Reagents are functioning properly. Ultimately, no deficiencies in test performance were identified. The cause of the discrepant results cannot be finally identified. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Note: innovance heparin is marketed in the united states under material number 10873535. The 510(k) numbered documented in section g4 is for this product.

Event description:
The customer reported the observation of discordant low patient sample result using innovance heparin kit on cs-2500 instrument. The patient was under clexane treatment, therefore result in therapeutic range was expected. The result was reported to the physician and clexane was elevated based on low result. There are no indications of adverse consequences.

Manufacturer narrative:
Initial MDR 9610806-2025-00040 was filed on 04-sep-2025 for the discordant low result for the same patient measured on (B)(6) 2025. The purpose of this follow up report is to cross-reference related mdrs for the same patient: MDR 9610806-2025-00037 was filed for the discordant low result for the same patient on (B)(6) 2025. MDR 9610806-2025-00038 was filed for the discordant low result for the same patient on (B)(6) 2025. MDR 9610806-2025-00039 was filed for the discordant low result for the same patient on (B)(6) 2025. MDR 9610806-2025-00041 was filed for the discordant low result for the same patient on (B)(6) 2025.